Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had an error code 600.6835 on pcu8015. She got an error message: "selected pcu unit rf card not detected" when she transfer network configuration. I had her run the task "disable wireless network configuration" to see if it will clear the error 600.6835. After she ran the task "disable wireless network configuration", the error code still exists. I advised (B)(6) to re-flash poc software (B)(4) on her pcu. Gave her instruction. Gave her part number for cf cards and transferred her to com for pricing. Sent a request to have poc software (B)(4) cd shipped to her. She will call tech support to help her set up software on the cf cards and flash the software, when she got everything ready.